Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl, at the time of incidence due to no sensor available for customer. Customer reported that they were not using sensor at the time of incidence. Customer was offered for troubleshoot of high blood glucose but they declined. The insulin pump will not be returned for analysis.